Manufacturer narrative:
(B)(6). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the burr became stuck on the guidewire. A 1.25m rotablator rotalink plus and a rotawire were selected for use. During the procedure, it was reported that the rotablator burr caught the rotawire. Replacing the rotawire did not resolve the issue, but replacing the rotablator burr did. The same rotawire was used with the second rotablator and no damages were noted on the rotawire. The rotawire and burr were removed together as one unit from the patient. The procedure was completed with another of the same device. No patient complications reported, and patient condition following procedure was stable.